Event description:
It was reported that at the time of implant the physician was exercising the lobes of the lead and noticed the stylet was protruding approximately 4 mm past the tip of the lead. The lead was implanted without incident and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.